Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged, it was sensing both atrial and ventricle. The dislodgment was confirmed via x-ray. The rv lead exhibited loss of capture. The pocket was opened and it was determined that the rv lead had been twiddled. The rv lead was intact and was repositioned; currently remains in service. No additional adverse patient effects were reported.